Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative replaced the power conversion modual. The imaging system then passed the system checkout and was found to be fully functional. The suspected power conversion part was returned for analysis, however, results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system would not turn on. The pendant displayed "booting, please wait" infinitely. The system was disconnected from the mobile viewing station and a second attempt was made and resulted in the generator not being ready. A third attempt was successful, but there were warnings in the logs. There was no patient present when this issue was identified.

Manufacturer narrative:
The power conversion enclosure was returned to the manufacturer for analysis. Analysis found that enclosure power conversion passed bench test. Transistors and diodes were installed on imaging system. Motion, x-ray, communication readied. Voltage was normal. No fault found.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. The reported issue was reviewed by medtronic personnel. The software investigation found that the software functioned as designed as the power conversion module was supplying insufficient voltage.